Event description:
The physician used a wilson-cook ultra-taper sphincterotome over a non-coated nitinol wire guide to access the common bile duct. During an application of cautery, the user noticed what was described as a "creeping current" between the cutting wire and the guide wire. An injury to the patient was not reported. Additional information provided with the report indicated the wire guide was left in place during the application of cautery. The instructions for use for the ultra-taper shincterotome instructs the user to remove the wire guide prior to the cautery application.